Manufacturer narrative:
Unit received with operating currents within specification. Unit passedself, displacement, rewind, basic occlusion, occlusion, prime, force system sensor. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and issues with the infusion sets and bent cannula. The customer treated with insulin. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised that the sets would be replaced and agreed to return the product for analysis. No further details given.